Event description:
Pt who was receiving chemotherapy; incident report states "IV tubing had split in tubing, premedication leaked onto floor." Customer wants to know if the leak is due to a defect or due to improper loading of the set into a pump module. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The affected set has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Method: no available code for investigation pending.